Event description:
It was reported that the customer's insulin pump alarmed failed battery test. The customer's blood glucose was over 200 mg/dl. Troubleshooting was done. Advised that if the failed battery test alarm was not cleared then it would recur with each new battery inserted. The customer confirmed that the compartment and spring were neither occluded or damaged. The customer did not receive another failed battery test alarm during troubleshooting. Advised that a replacement battery cap would be sent. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.